Event description:
During the decompression state in the chamber the exhalation phase on the hbo ventilator stuck causing it to stay closed. This in turn caused the vent to not cycle over the exhalation resulting in prolonged elevated airway pressures. Perfusionist reported he is not sure which patient used with which vent. Treatment date: (B)(6) 2010. Treated for carbon monoxide poisoning. No cardiac embarrassment (saturation levels did not drop off). The problem was caught quickly and ventilator was cut-off and then was manually ventilated. The ventilator was immediately pulled out of service.

Manufacturer narrative:
Device received and is currently under evaluation. Results to be provided when completed.

Manufacturer narrative:
Device received and is currently under evaluation. Results to be provided when completed.

Event description:
During the decompression state in the chamber the exhalation phase on the hbo ventilator stuck causing it to stay closed. This in turn caused the vent to not cycle over the exhalation resulting in prolonged elevated airway pressures. Perfusionist reported he is not sure which patient used with which vent. Treatment date: (B)(6) 2010. Treated for carbon monoxide poisoning. The patient did develop arrythmia cardiac and had to be manually ventilated when she was brought out of the chamber so that her heart rate could be brought back up. Her heart rate went down to 50.